Event description:
It was reported that, the cardiac compass data had an error message for invalid data. It was noted that the patient had been undergoing radiation therapy, and the interrogation was occurring after a treatment. The non-display of information was a result of the radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: model: 419388, implantable pacing lead; implant: (B)(6) 2009. (B)(4).